Manufacturer narrative:
The investigation has yet to be completed. Terumo plans on submitting a follow-up report when the corrective action has been established. (B)(4).

Event description:
Terumo cardiovascular systems (tcvs) has become aware of an event that occurred with the hercules 360 product, on (B)(6) 2013, prior to tcvs acquiring the product from (B)(4). The event description: hercules 360 arm broke after first use (after cardiopulmonary bypass). No impact or consequence to patient. (B)(4), at the time of the complaint was reported, found this event to be not reportable; however, this event is now (as of 08/07/2014) associated with a device recall (1124841-08/20/2014-003-r). Because this event is associated with a recall, this event is being reported as a malfunction to the FDA.